Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was a "spike on twave" on electrogram. There is a question whether the device is capturing the atrium. The device is still in use. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision no patient complications have been reported as a result of this event.